Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac tamponade following implant of their implantable pulse generator (ipg). The patient went in for heart surgery to correct the tamponade. The patient's device and leads were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.